Event description:
It was reported that the patient was presented in clinic to interrogate their implantable cardioverter defibrillator (ICD). During interrogation, an error message occurred which resulted in the ICD being reset. The patient became bradycardic while troubleshooting. The ICD was successfully reprogrammed. The patient was in stable condition.